Manufacturer narrative:
Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that a transducer fault has occurred on the vela ventilator during patient use. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.